Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated tsh result is unknown. Siemens has evaluated the information provided. The issue is repeatable on multiple samples from the same patient and is patient specific. The tsh results were elevated on two alternate methodologies on two different non-siemens systems. The vista tsh results were consistent with elevations obtained over an extended period of time. The customer performed troubleshooting experimentation on the patient sample to look for potential interfering factors contributing to discordant elevated tsh results. Peg and heterophile blocking tube treatments were performed. The results were inconclusive. The instructions for use for the tsh flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. As with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated thyroid stimulating hormone (tsh) result was obtained on a patient sample on the dimension vista 1500 international system. The result was reported to the physician who questioned the result. The same sample was tested with alternate non-siemens methodologies and elevated tsh results were also obtained. The customer reported that the same patient had repeatedly obtained elevated tsh results on the dimension vista in the past ten year period. The patient in the past had received the medication thycapzol due to suspected hyperthyrosis. The thycapzol had been discontinued approximately one year prior to this testing. In addition, the patient had received a brain CT scan, thyroid scintigraphy, and ultrasound on undisclosed dates. There are no reports of adverse outcome to the patient due to treatments or diagnostic procedures.